Manufacturer narrative:
Serial number was not provided.

Event description:
It was reported to philips the issue was that the device's "discharge power is not accurate". There was no reported patient involvement.